Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard solid magnet tones from the implantable cardioverter defibrillator (ICD) at varying times and locations during the day. The patient will go to the clinic in order to attempt to determine what item is causing the tones. The device remains in use. No patient complications have been reported as a result of this event.